Manufacturer narrative:
A co service rep visited the site and examined the legacy system. He could not duplicate the reported problem.

Event description:
The customer reported that during start-up, when priming the vacuum, the suction was not working properly. There was also a grinding noise coming from system. The site cancelled five procedures. There was no pt injury or impact related to the cancelled procedures.